Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2367 alarm during fill 1 on the homechoice machine(hc). The home patient (hp) stated she thought she needed to add another bag so she took off a solution bag from the heater and replaced it with another bag. The hp elected to finish up therapy with manual supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2367 was not confirmed and no root cause could be determined. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.